Event description:
It was found the hand piece no longer meets specifications for impedance, phase margin, and frequency. Device was used during a gastric bypass. Another hand piece completed case. No pt consequence.